Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that she was trying to check impedances before a revision and the clinician programmer status bar would not advance on the initializing screen. The rep mentioned that this happened with the same patient a couple of days prior to (B)(6) 2016. The rep indicated that she had not used the programmer in between on any other patients. The rep was not able to change environments as the patient was connected to ivs. The previous occurrence was at an imaging center a few days prior. The rep saw the same thing with a different clinician programmer. The rep tried to use a metal covering over the paddle to see if the issue would resolve, but to no avail with either clinician programmer. It was noted that the revision was for battery replacement due to "suspected" normal battery depletion. The patient was new to this healthcare provider (hcp), so previous history was unknown. Even though the rep was unable to check for impedances, the surgeon proceeded with his plan and removed the battery. The rep also mentioned that the clinician programmer successfully checked impedances on other patients, since the incident. The patient's indications for use were parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.